Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information: d8 and d9. The device was returned to olympus for inspection, and the reportable malfunction of broken connector was confirmed. Based on the results of the investigation, the lightguide connector was detached by the user. The light guide cable was probably forcibly removed so that the adhesive connection of the connector failed and it also became detached. These damages can be attributed to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope's connector broke off. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.